Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Correction: medical device problem code (a) in section h6 had the code 1504. This was used in error. It should only be code "1354".

Event description:
As reported by the user facility: brief inquiry description cytarbine 24/hr med run with same tubing for 7 days this is day 5 and tubing at the short set end connects the primary tubing split. Detailed inquiry description the bottom tubing near the very bottom of the port where the short set goes into is sliced in half. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.